Event description:
Device was not firing, so it was pulled out of the trocar. It was noticed to be bent. It fired outside of the patient once, then was reintroduced but would no longer fire.======================manufacturer response for fixation device, absorbatack (per site reporter).======================awaiting response.